Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device air sensor is loose. No patient involvement.

Manufacturer narrative:
One device was returned for repair with complaint that the air sensor was loose. No service history within last twelve months. No event errors were found. Visual/functional testing was performed. The complaint was confirmed through visual inspection. Air in line detector was loose from the chassis. Re-sealed detector. Device passed all testing criteria post repair. Upon further investigation, downstream occlusion (dso) seal is delaminated. Replaced dso seal. Device passed all testing criteria post repair.